Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2017 with the following findings: investigation revealed a battery compartment crack. Initial reporter: animas corporation. (B)(4).

Event description:
The pump has been returned to animas. Investigation revealed a battery compartment crack. This report is made based on results of the investigation performed on 10/13/2017.